Event description:
On 12/13/06, the lay user/patient contacted lifescan (lfs) alleging the one touch euroflash (one touch fasttake) meter was giving inaccurately high readings. On 12/14/06, the technical service rep (tsr) spoke with the pt to obtain and verify info. On 12/10/06, at 7:30 pm the pt obtained the blood glucose reading of 340 mg/dl on the reported meter, which was high compared to his expected values. At that time, the pt was experiencing no symptoms of high or low blood glucose levels. Based on his sliding scale, the pt then took an increased dose of actrapid insulin, 16 units instead of 8 units, and 22 units of insulatard insulin. The pt then ate his dinner. On 12/11/06, at 4:00 am, the pt's wife attempted to wake him but he was unconscious. The pt's wife attempted to test his blood glucose level at that time. The pt was given two glucagon injections and was revived. Ten minutes later, he ate bread and sugar. The pt did not seek emergency medical attention. The pt was unable to provide his blood glucose readings obtained earlier on 12/10/06. The pt had taken his normal meals and medications that day. The pt takes actrapid insulin, 8 units, three times per day on a sliding scale based on meter readings, and insulatard insulin 22 units each evening. His expected blood glucose level is 180 mg/dl. The customer service rep determined during the troubleshooting telephone call that this reported meter had been replaced by lfs on 12/09/06, due to allegedly inaccurately high readings. On the day of the event, the pt had not yet rec'd the replacement lfs meter, and had continued to use the reported meter to test his blood glucose levels. The pt had no backup or alternate meter. The csr also determined during the call that the meter was programmed for the correct unit of measure and the pt's testing technique was correct. The meter was replaced. The pt took an increased dose of insulin based on the elevated meter blood glucose reading. He later became unconscious and rec'd emergency intervention with glucagon and food. Therefore this complaint is being reported as an advese event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.